Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection found that the instrument was engaged with the reload. The firing knobs were slightly advanced and the articulation lever was in neutral position. Visual evaluation of the reload noted that it was fully fired with the reload jaws clamped, and with the clamp button slightly advanced. Flush to sub flush staple pushers relative to the staple cartridge were observed on the cartridge surface. Further evaluation also noted the knife bar laminates within the reload were bent. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition. Due to the noted condition no functional testing was performed on the reload. Functionally, the instrument was loaded with single use loading unit. During testing of the instruments a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the instrument firing rack and flush to sub flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during an open hepatic lobectomy procedure. For the first manual stapling handle, there was a problem unloading the device. It locked, not allowing for use. A component of the device broke off. The pistol was sleeping hard in the shot. For the second manual stapling handle, there was also a problem unloading the device. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The jaws of the device locked onto the tissue. The jaws were stuck and could not be opened. In order to resolve the issue and complete the case, a third manual stapling handle was opened. There was no patient harm. The patient status is alive, no injury.